Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated th at their ins was replaced because 6 months ago the battery was moving, protruding, and shocking them. They had replacement surgery on (B)(6) 2019. The patient was calling to know what do to with their external equipment. Patient services reviewed that they can dispose of it or offer to donate it to their managing healthcare professional (hcp). No further complications were reported/are anticipated.